Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff procedure the needle tip broke in the joint. It was replaced with another needle and the same event occurred. The second needle tip broke the same way. It was replaced with another needle from a different lot number and the procedure was completed. An x-ray was taken to find the needle tips. One was located and retrieved and the other one was not. The patient is fine to date but one fragment remains in the joint.